Event description:
It was reported that a pt experienced increased pain. A (B)(4) study was conducted on (B)(6) 2011 and revealed the catheter had dislodged from the pt's intrathecal space. The catheter had migrated to the subcutaneous tissue of the lumbar spine. The severity of the pt was determined to be "moderate". A catheter surgical revision (catheter splice) was performed. The next day, the pt had recovered without sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).